Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue any items. A technical support specialist turning the aio on using the power button to resolve this issue. The system functioned as intended technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system cabinet was down. The customer stated that the screen was black and unable to log on issue any item. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.